Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the distal end cover had a foreign material. There was no patient involvement.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and the evaluation found that the plastic distal end cover had foreign objects. Additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover, the connecting tube, and the image guide protector all had discoloration. The adhesive on bending section cover had a chip, a crack, and had a white-clouded area. The scope connector and the nozzle had corrosion. The adhesives around objective lens had white-clouded area. The adhesive around light guide lens was peeled. The plastic distal end cover had a dent. On the water detection sticker 1c, dots were smudged and connected. The connecting tube and the universal cord both had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the instruction manual operation manual ¿gif-xz1200, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.